Manufacturer narrative:
B3: date of event - the date of event is unknown, and 01 feb 2026 has been used as a placeholder. D4: fields are unknown as no product information is available. G4: field populated with most likely 510k number. The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date and involved an unspecified transpac product where the customer reported that the device cracked while they used it. Their typical process is to use clear fluids in a syringe with typical syringe tubing, to run fluids through their umbilical arterial catheters (uac) at around 0.5-1 ml/hr using alaris syringe pump. They have occasionally used the uac with transpac transducer to run total parenteral nutrition (tpn) with smof lipids as the only access for the patient, at a total rate of around 3 ml/hr. When running tpn with smof lipids using typical fluid administration sets, this is when the sees the transpac cracking. There was no patient involvement; harm was not reported as a consequence of this event.